Event description:
Pt admitted to hosp for removal of imbedded ius and suction dilatation and curettage. Pt was having vaginal bleeding. Attempts were made at the physician's office to remove the iud but those efforts were unsuccessful. Pt required surgical intervention to remove the imbedded iud.